Event description:
Pins missing at attachment to the battery. The device had no patient contact. The problem was found during the setup of the case.manufacturer response for sonicision, sonicision (per site reporter).======================took a description of the problem, issued rga# and sent a return kit.